Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from the lot. The reported patient effect of worsening mr as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported slda appears to be related to the patient anatomy. The reported mr was likely a result of the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mitral regurgitation (mr) with a grade of 3-4. Two clips were implanted, reducing the mr to 2-3. On (B)(6) 2017, it was found that the mr had increased to 3. The second clip (70208u135) had detached from the posterior leaflet and remained attached to the anterior leaflet (slda). On (B)(6) 2017, a second mitraclip procedure was performed for treatment. One clip was implanted, reducing the mr to 2-3. The patient had a good outcome. No additional information was provided.